Event description:
The facility reported that a patient was rolled into the room from the shower room and was moved next to the bed. The button was pushed to raise the patient slightly above bed height when the pin that holds the patient's sling arm to the ppb sheared off. The patient and sling arm fell to the floor (approx. 4 feet). The cna stated that the front of the patient sling arm had very slightly caught the edge of the bed mattress when the lift arm started up. The patient was taken to the emergency room for x-rays and observation. No injuries were reported.